Event description:
It was reported that the right ventricular lead exhibited high, out-of-range pace impedances of greater than 2500 ohms. The device and leads remain in service. No adverse patient effects were reported.